Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a temperature issue with the pump. There was no indication of damage to the pump. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: there was no activity related to the complaint observed in the black box or download history. The pump was powered on normally and was exercised for 24 hours; no overheating or alarms were duplicated. The pump¿s electrical current draws were found within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.